Event description:
It was reported that the patient with this recently implanted implantable cardioverter defibrillator (ICD) was bleeding. The patient was admitted to the hospital for a pocket evacuation due to a hematoma. The procedure was completed successfully, and the patient is expected to fully recover. This device remains in service. No additional adverse patient effects were reported.